Event description:
It was reported that the open wound behind the pt's left ear has been healing, but at her last appointment channels 11 and 12 and hi and she reported poor sound quality. Her audiologist disabled both channels and referred her to the surgeon for a CT scan. The CT scan revealed that the device is migrating out of the cochlea. The surgeon believes it is due to her auto-immune disease and that her body is rejecting the implant. There are no plans to reposition the array at this time. The audiologist will keep a close watch on her device and he will program around the issue from the time being.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.